Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-1072. It was reported the pt experienced a sudden loss of stimulation with her ipg. X-rays indicated the pt's leads migrated. She is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.